Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the status light of the home monitor was orange and upon restart, the light was blinking. Eventually, after performing another restart, the patient initiated a transmission but the pit button remained red.

Event description:
Reportedly, the status light of the home monitor was orange and upon restart, the light was blinking. Eventually, after performing another restart, the patient initiated a transmission but the pit button remained red.

Manufacturer narrative:
Please refer to the attached analysis report.